Manufacturer narrative:
Additional info: lot# t 0904008, catalog# t 100026, exp date: 05/2011. Device manufacture date: 05/2009. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.

Event description:
Doctor forwarded follow-up x-rays via e-mail on (B)(6), 2010 with a note indicating pt is female who had bilateral tgs uka procedures. "Appears to have subsided anterior but question of vertical crack on initial 4 week film." The original surgery date was (B)(6), 2010. First follow up in (B)(6), 2010 and second follow up on (B)(6), 2010. Converted to total knee on (B)(6), 2010.